Manufacturer narrative:
Visual and photographic evaluation determined that large amounts of the silkscreen are missing. Several nicks, scuffs and scratches are also present on the returned cases, indicating that the trays were used over their potential approximate field age of 3 years. This is the first reported complaint for this part number. The device history records were reviewed and found to be conforming to requirements, at the time of manufacture. The device was being used for treatment. The silkscreen inks and application curing process are controlled by the supplier. As a part of risk mitigation activity, a cytotoxicity study on the ink used on cases and trays concluded that this issue is a low risk category and does not pose significant risk to patient safety. Synergetic effects of high ph wash chemicals and high temperatures have caused this issue to previously occur. A definitive root cause for the failure cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that hospital staff has complaints about silkscreen labeling of instrument trays. It is not durable and trays must be replaced as length gauges and instrument location descriptions cannot be read.